Event description:
It was reported by hcp a pump motor stall. Stall confirmed and motor stall recovery recorded in event longs. Hcp reported she was checking the pump logs and noted there was a motor stall in (B)(6) 2011 lasting approximately 4 hrs. Hcp stated care giver was checking to see what and where the patient was on the given date i.e. MRI. She also stated the patient had a neuro stim device for seizures and used a magnet to control it. System used to deliver gablofen. No patient outcome reported as of the time of this report. If additional information becomes available, a report will be provided.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).